Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon evaluation. The lifevest detected ventricular tachycardia (232 bpm) transitioning to ventricular fibrillation (vf) at 15:25:15 on (B)(4) 2014 and deployed gel at 15:25:50. The response buttons were pressed between 15:25:53 and 15:34:30, delaying the treatment for nearly 10 minutes. At 15:35:16, the lifevest appropriately delivered at 150j pulse. The rhythm at the time of treatment was fine vf. The pulse impedance was 46 ohms, which is within normal operation parameters. The pulse did not convert the rhythm, which remained to fine vf and the degraded to asystole. The response buttons were pressed again at 15:35:25. Two additional arrhythmias were detected between 15:35:39 and 15:39:18. The ECG revealed the first arrhythmia to be fine vf and the second to be intermittent cardiac activity with possible CPR artifact. The response buttons were used during both detections. The lifevest device functioned normally and within specifications. No equipment deficiencies were alleged against the device. The use of response buttons prior to the treatment likely contributed to the shock failing to convert the arrythmia and subsequent death.

Event description:
A review of download data for a (B)(6) old male patient revealed a treatment followed by asystole events. According to the flags, the response buttons were pressed several times before the treatment. Zoll customer support contacted the patient's son and were notified that the patient passed away on (B)(6) 2014. Customer support contacted the patient's wife who stated that on the night of the patient passed she heard the device alarming and thought at first that the batteries needed to be exchanged. However, when she entered the room the patient was unconscious and she pressed the response buttons. The patient was treated once before ems arrived and removed the lifevest. The patient passed away while at his house.